Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the device product code (d2) from the initial medwatch.

Event description:
A customer reported to olympus, the single use biopsy valve (sterile) tore in half while changing tools. The event occurred during an endobronchial ultrasound (ebus). The procedure was completed using a replacement device. There have been several events over several months, with more than 10 patients involved. There was no report of patient harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged valve could not be determined. It is possible that the housing may have cracked due to overload caused by pushing the biopsy valve straight and perpendicular to the instrument channel port. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly¿ olympus will continue to monitor field performance for this device.